Event description:
The complainant reports a balloon burst. Balloon was inserted at hospital on (B) (6) 2009. Balloon burst and fell out on (B) (6) 2009.

Manufacturer narrative:
(B) (4): the device reported, list number m190, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed domestically. (B) (4)